Event description:
A customer reported observing falsely elevated glucose results for two pt samples. Results of this magnitude may result in inappropriate physician action. Results were not reported and there was no report of pt harm as a result of this event.